Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4) summary of investigational findings: one primary filter leg prematurely deploying from the femoral introducer caused the celect-pt filter to deploy in a non-optimal position. The filter was removed from jugular approach and another filter was successfully placed. The introducer sheath, the introducer dilator, the femoral introducer, and the celect-pt filter were returned. A severe kink in the proximal end of the femoral introducer caused the release mechanism inside to stick with the piston exposing from the most distal tip. This kink matched a kink in the introducer sheath and suggested the device was exposed to excessive force during the attempt to place the filter. Furthermore, slightly misplaced secondary legs in the celect-pt filter suggested some rotation during the procedure, too, why assuming manipulation caused the filter to prematurely release in an incorrect position. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). D3) (B)(6). G1) (B)(6). G4) similar to device marketed under PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: 2 filter feet ejected while 2 remained in delivery causing issue with deployment. Filter was able to be fully deployed but not in optimal position. Retrieved from jugular and another filter was placed from jugular with successful placement. Additional information received on 03feb2025. Procedure performed was a femoral ivc filter. During advancement of the filter through the sheath into the ivc, one of the struts appeared to have prematurely deployed. The exposed portion of the filter could not be retracted into the sheath. Filter retrieved via a jugular approach with another filter deployed in its place. Patient outcome: retrieval of the femoral filter via the jugular approach. No other complications noted.